Manufacturer narrative:
The reported event lead noise was not confirmed. As received, a partial lead was returned in five pieces. Electrical testing found internal shorting between conductors due to procedural damage to the lead. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
New information received notes the right ventricular lead was explanted. The patient was stable following the procedure and at a post procedure follow up in clinic.

Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that noise with isometrics on (B)(6) 2022, noise reversions, auto mode switching and high ventricular rate episodes were observed on the right ventricular (rv) lead. The rv lead remains implanted and in use. Further information was not available.

Event description:
New information received notes the patient was asymptomatic. There was known noise on the right ventricular (rv) lead. There would have been an attempt to remove the rv lead during a routine generator change but this could not be done as the patient had stenosis. The patient was stable after the generator change and discharged. The patient was referred to a specialist for a rv lead change to be performed. The patient was awaiting the procedure. The patient was doing well.